Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, nurse reported the infusion set tubing broke in half where it attaches to the insulin cartridge. Alleged infusion set was discarded and will not be returned for evaluation. Product was replaced. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Additional attempts to follow-up with pt were unsuccessful.